Manufacturer narrative:
Customer reported that their AED was flashing red and prompting an error message of "replace battery pack now". Analysis of the log files from the AED showed it was manufactured on 11/26/2018 and placed into service on 09/19/2019 with the battery pack in question (serial number (B)(6). The log file review showed that it failed speaker test during low battery condition. No device malfunctions were identified. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED was flashing red and prompting an error message of "replace battery pack now". They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2024the AED identified that the AED began to alert the user by flashing its red asi and chirping after a self test. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2024 when a replacement battery pack was inserted into the AED.